Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
Photo analysis results: it is not possible to determine the lot number or catalog through the photos provided. Mal position: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Flipping: unable to observe as it is a medical event that is not related to the device. Gel bleed: no observed. Granuloma: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Local reaction: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The patient reported right side capsular contracture baker grade unknown, malrotation, ¿evidence of silicone leakage¿, ¿small fluid¿, ¿stroma sometimes incorporates clear refractile material¿ ¿pseudosynovial hyperplasia with underlying hyalinized stroma., and ¿bubbly macrophages. A minor infiltrate of small lymphocytes¿, and ¿foreign body-type giant cells" . The device has been explanted.